Manufacturer narrative:
The reported issue is currently under investigation.

Event description:
The customer reported that the 9800 system kilo volts will spike on the first image with no image on the screen. No pt injury was reported.